Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, one (1) tube broke during centrifugation. No additional information was provided after multiple follow up attempts by bd; however, no patient or user impact was reported.

Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, one (1) tube broke during centrifugation. No additional information was provided after multiple follow up attempts by bd; however, no patient or user impact was reported.